Event description:
It was reported a prior to procedure on an unknown date in 2024 and adhesive was used.was alerted by the clinic manager that there were black marks found in the packaging, however the product seal was still intact. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information provided: did the event occur during sterile processing? --> no, did the event occur during field inspection? --> no, did the event occur during internal service activities such as calibration? --> no, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Was obtained from initial report and foreign material was found inside sterile barrier ¿ please perform and document the follow up attempt for product return. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned inside it's package unopened; upon visual inspection, a foreign matter was noted to be on the exterior of the blister packaging and appear to be black marks. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event as per conditions of the returned packaging. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.